Event description:
It was reported that pump displayed malfunction alarm malf 16 that could not be reset, with notable events occurring prior to the issue that were not further described. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place malfunctioning pump into storage mode and return it within 10 days using prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.